Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the event history record did not reveal any issues that could be related to the reported event. There were no keystrokes, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device had no previous service history. There were no issues found in the device history that would cause or contribute to the patient's death. The actual homechoice device was evaluated and all functional tests were performed as per baxter¿s required procedures. During visual inspection, no issues were observed. The power on self-test was successfully performed. One hour simulated therapy was not successfully performed due to a system error (se). The assignable cause for the se was a defective compressor. The defective compressor was replaced. The device passed all checks and calibration tests successfully. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized 10 days prior to passing away and was hospitalized through the time of death. Hospitalization was for an unrelated indication. It was not reported if pd therapy was being performed with a baxter device and/or baxter pd solutions were being used prior to or at the time of death. The cause of death was not reported and it was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A device history review was performed on the device and did not find anything that could be associated with the reported problem. Should additional relevant information become available, a supplemental report will be submitted.